Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed ec345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'ec 345 ' was not reproduced. A review of the event history log (ehl) revealed occurrences of system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper thermistor reading is out of range due to a failing ultrasonic sensor. The ultrasonic sensor will be replaced to correct the reported problem. During evaluation, the device had a delay in keypad response was experienced during evaluation due to a failing I/o board. The I/o board will be replaced to correct the problem. Should additional relevant information become available, a supplemental report will be submitted.